Manufacturer narrative:
With a review of the available information there is no indication of any device malfunctions or performance issues that would impact the event. There is also no clinical evidence to suggest that a malfunction of the device caused or contributed to the reported event. The root cause of the reported event cannot be conclusively determined; though, clinical factors that may have contributed include the patient's previous medical history, and related comorbidities. There are patient, procedural and pharmacological factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The lvad system is designed to assist a weakened, poorly functioning left ventricle. The implantation of a vad is an invasive procedure requiring general anesthesia, median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. Serious and life threatening adverse events have been associated with the use of this device. A user must fully consider the risks of this device with that of other treatment modalities before deciding to proceed with device implantation. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report.

Event description:
It was reported via the clinical database, that the patient presented with a new slightly productive cough, with increased dyspnea on exertion on (B)(6) 2016. The pain denied fever, weight gain or edema. On physical exam, he did not appear to be overloaded with fluid and was hemodynamically stable, not requiring supplemental oxygen during his hospital stay. He remained afebrile. IV lasix was administered, then transitioned to po torsemide with some improvement in respiratory function, but it did not alleviate his cough. He will have his bnp and inr checked at his local hospital and will fax results to vad coordinator. Patient was instructed on daily weights and keeping records of them. Torsemide dosage may need to be titrated according to his weights. The patient was discharged from the hospital on (B)(6) 2016.